Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s therapy coverage has not been the same since he started using an elliptical to exercise, approximately 18 months after the implant date. Diagnostics check showed multiple lead contacts with high impedance. Images taken revealed the lead was broken. The patient's lead was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's system was programmed. The patient reportedly receives effective stimulation therapy which resolved the patient's issue.